Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer's son) reported that the customer received an error-4 message on his adc blood glucose meter. As a result of the error message, the caller reported that on (B)(6) 2016 at 8:30 am, he was unable to awaken his father, who had experienced a loss of consciousness. The caller phoned for an ambulance. Paramedics assessed the customer as having hypoglycemia, and treated him on scene with an injection (caller could not remember the name of the injection). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the precision strips was reviewed and the DHR showed the precision strips passed all tests prior to release. As the strip lot associated with this case was past its expiry date of july 31, 2017 at the time of investigation, retain testing could not be performed. A DHR (device history review) for the precision xceed meter was reviewed and the DHR showed the precision xceed meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller (customer's son) reported that the customer received an error-4 message on his adc blood glucose meter. As a result of the error message, the caller reported that on (B)(6) 2016 at 8:30 am, he was unable to awaken his father, who had experienced a loss of consciousness. The caller phoned for an ambulance. Paramedics assessed the customer as having hypoglycemia, and treated him on scene with an injection (caller could not remember the name of the injection). There was no report of death or permanent injury associated with this event.